Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced pain and their pump component was dislocated. A surgical procedure was performed during which the device was explanted and replaced. No additional information was provided.